Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported low blood glucose (bg) levels. The patient admitted that she had primed while attached at 10:16 pm on (B)(6) 2012. The pump's history revealed that a total of "23.9 units" was primed at 10:16 pm. At 11:30 pm, the patient's bg level was at "83 mg/dl." While speaking to the anm representative involved in this contact, the patient's bg dropped to "50 mg/dl" by midnight. At that time, the patient had begun to consume cranberry sauce since she did not have any juice. She refused to drink milk. By 12:07 am, the patient's emergency contact arrived and provided orange juice concentrate to her. By 12:20 am, her bg level had risen to "75 mg/dl." She was eating a candy bar at the time. At 12:38 am, the patient rechecked her bg and got a result of "207 mg/dl." She refused for 911 to be contacted. A follow-up call was made to the patient later that same day in the morning by an anm representative. During the follow-up call, the patient indicated that her bg level was in the "200 s" mg/dl all night. The patient did not report having the need to seek or receive medical intervention during the time of concern. The anm representative involved in the initial contact with the patient instructed her on the importance of priming while not attached. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level and received treatment from her emergency contact. However, the patient's injury can be attributed to use-error considering the injury occurred after she had primed while attached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found. The patient's injury can be attributed to use-error considering the injury occurred after she had primed while attached. The user guide instructs the user to disconnect before priming. Before priming the pump displayed the appropriate warning. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box from time of reported inadvertent infusion due to continued use.